Event description:
It was reported that the customer received a no delivery alarm. A battery error was also received when she replaced the battery and the battery only lasts a few days. The buttons also seemed to stick. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.